Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep stating they will call patient¿s son again to confirm a response to these questions. Expressed difficulty in getting the recharger from the patient as the family lives quite far way from his place. They thought there were instructions included in the new shipment on how to send the old device back to corporate.

Event description:
It was reported that patient has been needing to charge both implants more often than they used to and that the coupling on the left side is "not good." Caller reported patient charges left-sided ipg 5 times per week and right-sided ipg 3 times per week. Recharge sessions are about an hour each time. Caller said patient reported they only had to charge once per week when they had their 2012 implanted systems.

Manufacturer narrative:
Continuation of d10: product ID: 37612, serial# (B)(6), implanted: (B)(6) 2022, product type" implantable neurostimulator. Product ID: wr9200, serial# (B)(6), product type: recharger. Product ID: wr9200, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from rep that the right side has an excellent connection. The left side had trouble connecting at first, but with a restart and repositioning, they are able to establish an excellent connection.

Manufacturer narrative:
Continuation of d10: product ID 37612. Serial# (B)(6). Implanted: (B)(6) 2022: product type implantable neurostim ulator product ID wr9200. Serial# (B)(6): product type recharger product ID wr9200 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep that the rep that the issue did not resolve with the new recharger. The patient¿s stimulation settings have increased since her most recent replacement and it is likely that her recharge intervals have decreased as a result. The patient is not able to charge her battery independently due to physical limitations and thus requires assistance for recharging. There is a possibility that the patient is unable to maintain the position of the recharger in the exact spot for optimal recharging. Education has been provided to the son to improve their efficiency with recharging.

Manufacturer narrative:
Continuation of d10: product ID: 37612, serial# (B)(6), implanted: (B)(6) 2022, product type: implantable neurostimulator. Product ID: wr9200, serial# (B)(6), product type: recharger. Product ID: wr9200, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.